Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular lead was abandoned surgically due to high impedance measurements and a lead fracture in the clavicle area.